Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was displaying a message stating "programmer lost connection with analyzer." The issue was isolated to a specific programmer by swapping out analyzers and different programmers. It was found through troubleshooting that the error occurred if the analyzer was screwed in too tightly. The caller opted to keep the programmer and would monitor for further consequences, and possibly send in for repair if the issue reoccurred. There was no patient involvement.